Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return after reset, and successfully started new sensor session; no additional information was received regarding any further outcome.